Event description:
It was reported that a catheter twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the mdu began spinning then suddenly stopped, twisting the catheter. They removed the catheter from the patient and replaced it with another of the same device, successfully completing the procedure with this new device. There were no patient complications.

Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the opticross catheter. A media inspection was performed to the attached pictures of the device twisted and the ilab with an error message is consistent with the encountered imaging window twisted and kinked during product analysis. The returned device presented imaging window twisted and kinked. Therefore, the reported catheter material twisted complaint is confirmed. Additionally, kinks were observed in the sheath assembly during the visual inspection. The reported catheter material twisted event was confirmed based on encountered imaging window twisted and kinked, this can be caused by the severe kinks found in along the imaging window, since the friction between the sheath and the imaging core in the kinked sections creates a force that makes the imaging window rotates and get twisted and kinked. Therefore, adverse event related to procedure is the assigned cause for the twisted and kinked imaging window. Regarding the encountered kinks in the sheath, these are often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, mainly during handling or manipulation of the device by the user. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Since the device met all manufacturing specifications, it is most probable that the encountered kinks occurred during the procedure, therefore, adverse event related to procedure is the assigned cause for the encountered kinks.

Event description:
It was reported that a catheter twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the mdu began spinning then suddenly stopped, twisting the catheter. They removed the catheter from the patient and replaced it with another of the same device, successfully completing the procedure with this new device. There were no patient complications.